Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (exposed wires/damaged cable) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. The root cause for the strained cable was excessive force. Device evaluation of battery charger/modem (B)(4) has been completed. The reported problem (charger fault) has been confirmed. Upon investigation the battery charger/modem was unable to charge a battery pack. The cause for the failure was contamination on the battery pca and a shorted q1 current-controlling transistor on the bedside pca. The shorted transistor was caused by the contamination. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective electrode belt or charger/modem. Device manufacture date: belt (B)(4): 06/25/2015; charger/modem (B)(4): 06/17/2013.

Event description:
A us distributor reported that a patient's electrode belt had a damaged cable and that the patient's charger was displaying a charger fault.